Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced consistent elevated blood glucose (bg) levels of up to the 500's (mg/dl) over the past 2 months. Customer administered insulin injections and correction boluses to treat their bg levels. Reportedly, the customer stated that they would sometimes require assistance. Customer indicated that they currently have a cold. During troubleshooting with tandem technical support on (B)(6) 2016, customer stated that they did not see anything visibly wrong with the pump and supplies. Customer changed their infusion set. During follow-up with the customer on (B)(6) 2016, customer stated that their bg levels had decreased to 252 (mg/dl) after administering an insulin injection, but stated that they saw very minimal drops of insulin exit the infusion set tubing, and did not see any insulin drops exit the luer lock of the cartridge. Tandem technical support requested that the customer change their cartridge, but customer declined because they did not have enough insulin. Customer also reported receiving repeated alerts and alarms; however, the customer was unable to confirm the specific alerts, alarms, or event dates. Customer stated that they have contacted their health care providers to discuss their bg levels.